Event description:
On 3/25/2024, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer, drive shaft were cold welded together. There was no case involvement. Additional information was received on 4/1/2024: this was discovered after use. Case was not affected.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-9676/batch 022338 was received for investigation. Upon visual investigation, there were abrasion marks around the shaft of the reamer. Functional testing reveals that the device did not rotate freely due to the deep marks around it. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument.